Event description:
The report received from the affiliate indicated that when the physician was performed negative preparation on the product before use on the pt, air continued to leak from the unit after induction of negative pressure. The physician assumed there was a leakage somewhere on the product, so he did not use it for the procedure. The procedure was finished successfully with another balloon (detail unk). The product was never used clinically, and there was no report of any pt injury. As per the reporting affilitate, no additional information is available. The product is available for evaluation and testing; however, it has not been received to date.